Event description:
The customer reported two - three drops of diluted blood with diluent leaked onto the tops of the control caps when using the coulter act diff 2 analyzer. There was no report of erroneous test results associated with this event. The operator was wearing lab coat, eye protection, and gloves when the event occurred. There was no report of biohazardous exposure to mucous membranes or cuts. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
On (B)(4) 2014, the customer was assisted over the phone by the customer technical specialist (cts) with cleaning the probe wipe block and bleaching the vacuum line, resolving the leak. (B)(4).